Event description:
The pt has 2 leads form the same lot number. It was reported the pt is experiencing ineffective stimulation. Diagnostic indicated high impedances on multiple lead contacts. X-rays revealed no obvious breaks. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.